Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle ligamentoplasty surgery the anchor broke during the introduction into the lateral malleolar tip. The location was well prepared prior to implementation, with a pin. It was impossible to extract the anchor, and difficult to put the second one, because of the anchor that remained in place. The surgery was lengthened by 45 minutes. It was not possible to remove the broken fragment. The surgery was completed successfully with a new device of the same part number.